Event description:
Dr. Interrogated the vagus nerve stimulation (vns) device and the lead impedance is too high to perform a precise test, or rather, the results of the lead test are that the impedance is too high to be identified. The dc-to-dc conversion code is 7 and the device is not near the end of its service life. A lead failure is suspected.